Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported ¿during a vitreo-retinal procedure there was a popping noise in the diathermy followed by a system message (sm). When the system was rebooted a different sm displayed. The patient was transferred to another facility to complete the procedure. The doctor feels the patient outcome is positive, no patient harm. Additional, related information was requested but was not obtained.¿ the system was examined and the reported system messages (sms) were replicated. The reported ¿popping¿ was not mentioned to have been associated with the findings. However, the diathermy and the tabletop power modules were both replaced to resolve the issue. Both were returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 10, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. A u/s diathermy module was received for evaluation. A visual assessment of the returned samples showed no obvious non-conformities. The returned diathermy was tested using a fluke 124 scope-meter. The following components were found to be nonconforming on the printed circuit board (pcb), the diathermy module, power inductor, and to transistor components. The root cause of the reported event ¿system message observed¿ can be attributed to non-conforming components. This is caused mainly due to a current surge running through components. This occurs when diathermy is used around the 14% power range. This spike puts stress on the components and may lead to future field nonconformities of these components. A power control module was received for evaluation. A visual assessment of the returned samples showed no obvious nonconformities. The returned power control module was tested. However, at the end of testing, it was observed that a burnt component smell was present from control module card. The test fixture was immediately turned off and the sample was not tested further. This testing found the buss line to not meet specifications. The root cause of the reported event ¿first system message observed¿ can be attributed to surges to the components. An internal investigation was opened to address this ¿first system message issue.¿ the root cause of the reported event ¿second system message observed¿ can be attributed to the pcb. However, how or when the pcb became nonconforming cannot be determined conclusively. The root cause of the reported ¿popping sound in the diathermy module¿ cannot be determined conclusively based on the information obtained. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitreo-retinal procedure there was a popping noise in the diathermy followed by a system message. When the system was rebooted a different system message displayed. The patient was transferred to anther facility to complete the procedure with no harm to the patient.